Manufacturer narrative:
Product event summary: analysis could not verify the intermittent telemetry, however, the device failed all uplink amplitude tests on the functional tester, as a result the cable was replaced.

Event description:
It was reported there was intermittent telemetry. The rf (radio frequency) head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).